Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, cracked battery tube threads, and a detached end cap.

Event description:
The customer called in to report physical damage to the insulin pump. The customer stated that the device dropped and a piece became detached. The customer's blood glucose level was 179 mg/dl. The customer was advised that the product would be replaced. The customer agreed to return the broken product for analysis.